Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user re-link their sensor to clear calibration history and any potential calibration misalignment. Post re-link, the user was advised to continue using the system and to reach out if they had any additional concerns.

Event description:
On april 10th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.